Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2015 (B)(6); product type catheter product ID 8590-1, lot# n527525, implanted: 2015 (B)(6); product type accessory. (B)(4).

Event description:
It was reported, there was a catheter break on the proximal segment at the pump connector. It was also noted there was a confirmed flipped pump. As a result of the event a revision took place, as well as reprogramming. The pump segment was replaced and the healthcare provider (hcp) elected to decrease the pump dose to 0.5mg/day. The product issue had resolved. The patient status at the time of this report was ¿alive ¿ no injury.¿ the patient experienced underdose symptoms of increased pain. It was further reported that all suture loops were secured with a non-absorbable suture on 2015-06-29 as part of the resolution to the pump flip. The drug being delivered via the device system was morphine. If additional information is received, a follow-up report will be sent.